Event description:
It was reported that the device would not power up. There was no reported negative pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.